Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in the lower belly") in a (B)(6) year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required) and musculoskeletal pain ("pain in the shoulders"). The patient requested essure removal. At the time of the report, the abdominal pain lower and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and musculoskeletal pain with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain in the lower belly. She requested removal of essure. This event is anticipated in the reference safety information for essure. Lower abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected, and further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain in the lower belly. She requested removal of essure. This event is anticipated in the reference safety information for essure. Lower abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of abdominal pain lower ("pain in the lower belly") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("pain in the shoulders"). The patient was treated with surgery (essure removal requested). At the time of the report, the abdominal pain lower and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and musculoskeletal pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-apr-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 340 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-apr-2017: no further information was obtained despite follow-up attempts. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had pain in the lower belly. She requested removal of essure. This event is anticipated in the reference safety information for essure. Lower abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information could not be obtained, despite follow-up attempts.